Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system alert. The customer¿s blood glucose level at the time of incident was 81 mg/dl. The customer reported that the drive support cap was normal. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device passed the displacement test however compromised force sensor system alarm during prime test and motor error alarm during the basic occlusion test due to loose or protruded drive support disk. The motor was tested outside of the device and passed.